Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 4.0mm x 40mm x 80cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.